Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged battery door. Event log history was performed and indicated that high alarm displayed: check for empty tubing was recorded in history. During a downstream occlusion (dso) pressure range test, an alarm should sound off when clamping dso sensor side but did not. It was noted that faulty dso was the root cause of the reported issue. Service will replace the faulty dso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the pump was not alarming when occluded. It is unknown if there was any patient involvement. No adverse effects reported.